Event description:
It was reported that during a prostate procedure "fiber cap detached inside the pt; has been kept" was observed. It was removed with another tool. Unk how the case was completed. Pt outcome: "no damage to the pt."